Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 2610 relates to the reportable issue of bands failed to deploy. Problem code 1069 for the reportable issue of handle broken. Received one speedband superview super 7 with the handle assembly and the ligator head for analysis. A visual examination of the ligator head found all bands present which indicated that the bands failed to deploy. The ligator head teeth were undamaged. The suture was cut, likely to separate the device from the scope; therefore, it is not considered as an issue of the device. It was noticed that the trip wire was partially rolled in the handle assembly slot which indicates that initially, the knob could be rotated. The trip wire was not properly secured in the handle assembly slot as the trip wire was caught between the handle bracket and the handle post. A functional evaluation was performed by rotating the handle knob; however, it could not be rotated due to the trip wire caught between the handle bracket and the handle post, if the handle knob could not be rotated it would affect directly the bands deployment activity. Based on the evaluation of the returned device, it appears that the tripwire was not properly secured in the handle assembly slot during the procedure instead of securing it in the handle slot as mentioned in the dfu. Therefore, the most probable root cause for this complaint is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; as the trip wire is meant to be secured in the slot on handle unit. The complainant's name is (B)(6) hospital.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle did not turn and the band would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the handle did not turn and the band would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.